Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2017, intra-op, when placing the mis screw into left l4 the tip of the driver broke off in the rocker of the screw. The screw was fully inserted by that time. Patients bone was very sclerotic. Because the broken piece stayed in the rocker the surgeon was fully able to pass the rod and place the set screw. The broken tip was captured in the screw and could not be dislodged. No patient complications were reported.